Event description:
Overdelivery reported. The pump was set to infuse morphine (24mg/250ml) at 1 mg/hr (10ml/hr). A new container was started at 11:10 am on 2/18/97. The i.v. Container was noted to be "almost" empty at 2:40 am on 2/19/97, which was approximately 9.5 hrs sooner than expected. The pt's baseline status was "end-stage restlessness. She was never really awake before or after the morphine delivery occurred." The pt experienced some sedation, but no medical intervention was required. The infusion was stopped and the narcotic effects were allowed to wear off. The pt expired approx. 24 hrs later. Her physician reported the death was secondary to end-stage lymphoma and not related to the morphine delivery. He stated to the reporter that "an extra 9mg of morphine over 15 hrs did not contribute to her death." No further info was available.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for code 102 (overdelivery) for lifecare 5000 is approximately 0.16/million tests.